Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. Ablation was performed using farawave and faradrive. The closure device procedure was completed with the was under intracardiac echocardiography (ice) imaging guidance. The closure device was recaptured and redeployed three (3) times, with tug tests performed during two (2) of these attempts. During the tug tests, the closure device appeared to move proximally but its shape remained unchanged, suggesting that the appendage moved together with the closure device. During the third deployment, a drop in blood pressure was observed. An ice sweep from the left side revealed a small pericardial effusion. Following a successful position, anchor, size and seal (pass) criteria assessment, the closure device was released. A subsequent sweep from the right side demonstrated a larger effusion. Pericardiocentesis was performed, and 555cc of fluid was drained. The patient had severe pericarditis and was kept overnight and was discharged the next day. The patient is expected to fully recover.